Event description:
The n-395 monitor is giving high readings of 100% using a tester. The problem was found prior to use on a patient. No patient harm was reported.

Manufacturer narrative:
Unit has been received and is pending for investigation.